Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's lcd screen was observed to be black and the device powered off. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed. In addition of the above evaluation, the blower assembly, blower bellows, blower mount, blower chassis plate, blower cap, machine flow sensor, tubing-fi02, tubing- system board, tubing-blower chassis, tubing- low flow 02, cooling fans, cooling fan retainers, and muffler assembly will need to be replaced due to contamination, the software will need upgraded, which was not related to the malfunction/issue.

Manufacturer narrative:
Not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator's lcd screen was observed to be black and the device powered off. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.